Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted a broken pole clamp, cracked and leaking tank cover, corroded drain fitting, and outdated printed circuit board (pcb) and power switch. The device leaked from the reservoir during functional testing confirming the complaint. The root cause was due to the cracked tank cover. It was unknown what caused the damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the device was leaking. Product fault did not occur while in patient use. No additional information was provided.

Manufacturer narrative:
Other text: d4: UDI section is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.